Event description:
The patient came in reporting instability and the cause of the instability is unknown. At 10 months post primary the surgeon revised the insert (new one is 17mm high) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11-april-2022: lot 1900411: (B)(4) items manufactured and released on 06-may-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event.